Event description:
Same case as 6000089-2004-00801. After a coronary drug eluting stenting treatment procedure, the patient expired. The patient presented to the ER with sudden onset of difficulty breathing and feeling hot. Due to their pco2 level of 78 and being agitated, they were intubated. They were taken to the cath lab where a 6fr short sheath was inserted. A gl4 guiding catheter and bmw universal wire were placed in the left coronary artery. The lesion was pre-dilated with a maverick 2.5 x 20 mm balloon deployed at 9 atm for 30 seconds. A taxus express2 8.8% 2.5 x 24 mm drug eluting stent was placed in the mid left anterior descending artery (lad) and deployed at 10 atm for 30 seconds. The balloon was deflated and then stuck to the stent. After several maneuvers were tried the balloon released. The physician then pre-dilated the circumflex (cx) artery with the maverick balloon and inflated to 8 atm for 30 seconds. He implanted a taxus 2.5 x 24 mm stent in the mid cx and inflated to 10 atm for 30 seconds. The balloon was deflated and stuck to the stent. After several maneuvers the balloon released. The post angiogram showed good results. Versed, nitroglycerin, integrilin, fentanyl. Plavix and heparin were given during the procedure. Thirty minutes post procedure the patient coded. An intra-aortic balloon pump and temporary pacer were placed. There was concern as to whether they might need a tamponade and percutaneous pericardial centesis was performed. A subxiphoid pericardial window was performed by general surgery service. They were resuscitated and following there was a moderate amount of dark blood coming from the pericardial window so they were taken to surgery for exploration. They were stable at the time of surgery. They had 4 or 5 holes in the anterior wall of their right ventricle, which were repaired and took care of the bleeding. The surgeon looked at the distribution of the lad and cx area and there was no area of perforation associated with the stenting of these areas. Most notable was that their heart was very congested and ecchymotic in several areas, and did not have the look of an acute event to him, rather many days old and he suspects that the fluid seen on their EKG was probably just pericardial fluid as a result of a previous cardiac event. They were significant coagulopathic at the time of surgery, but bleeding was coming all from the sternotomy and subcutaneous tissue. The bleeding from the heart was nicely controlled without difficulty prior to closing. The patient expired sometime later that day. The discharge summary included the admitting diagnosis was pulmonary edema and at discharge, #1 non st elevated mi with ischemic cardiomyopathy post ptca, #2 hypotensive arrest, #3 right ventricular perforation post pericardial centesis, #4 probable dic #5 elevated blood glucose, #6 diabetes mellitus, #7 hypertension, #8 copd.